Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a sample has been received and closely analyzed by our quality team. The leak at filter was immediately noticed and the complaint has been verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure is currently unknown but it is to be known that high infusion pressure has been known to cause leaks in these filters before.

Event description:
It was reported that gem v/nv 20d 0.2 fltr leaked. The following information was provided by the initial reporter: material #: 2232-0007, batch/ lot #: unknown. It was reported that there is leakage coming from the filter.